Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, and gore® dryseal flex introducer sheath (dsf). During the treatment, a strong resistance was felt when the distal tip of a trunk-ipsilateral leg component was inserted at around between a white valve and a sheath. However, the trunk-ipsilateral leg component was able to be inserted into the dsf. After deploying the trunk-ipsilateral leg, during removal of the trunk-ipsilateral leg delivery catheter from the dsf, a scratchy sound was heard when the distal tip came through the same part of the dsf valve. However, the delivery catheter was able to be removed with no issue. Then, two contralateral leg components were implanted, a right leg (plc271400j) and a left leg (plc231200j). After implantation, bilateral distal type I endoleaks were observed. Additional touch-ups were performed, however both endoleaks remained due to high calcification. The physician decided to monitor them and expected them to disappear after the treatment. The patient tolerated the procedure. (Mpdcase-00014963) on (B)(6), 2023, a computed tomography revealed a proximal type I endoleak. On an unknown date but two weeks later, a computed tomography angiography revealed that the bilateral distal type I endoleak remained. A staged re-intervention was planned. The first re-intervention on (B)(6), 2023 was planned to embolize the right internal iliac artery and implant an additional stent graft to extend to a right external iliac artery. Second re-intervention for the left leg will be performed later. (Mpdcase-00014963) on (B)(6), 2023, a reintervention was perfromed to treat the distal type I endoleak in the left leg and the proximal type I endoleak. The proximal edge of the trunk ipsilateral leg at an outer curveture might be down to distal. Additionally, an aorta extender of gore® excluder® conformable aaa endoprosthesis was implanted. Additionally, two gore® excluder® aaa endoprostheses were implanted to extend to left external iliac artery after embolization of left internal iliac artery. An angiography revealed no obvious endoleak. The patient tolerated the procedure. (Refer to mpdcase-00014963 for the distal type I endoleak.) The physician stated that evar is difficult if the calcification is strong.